Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a balloon rupture occurred. The 70% stenosed lesion was located in a moderately tortuous, non calcified right coronary artery. Thrombus was present in the vessel. The physician was predilating the target lesion with a maverick 2 monorail 20mm x 2.0mm balloon catheter. The balloon ruptured at eight atmospheres on the first inflation. The device was removed intact. The procedure was completed with a new balloon and the implant of an unknown stent. No patient complications were reported and that patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).